Event description:
It was reported that the customer had high blood glucose levels of 404 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 50 mg/dl when the actual blood glucose level was 404 mg/dl. The customer stated he frequently had this issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.